Event description:
Asku

Event description:
It was reported that noise was observed from two separate EKG cables. A broken port was suspected. No patient complications were reported as a result of this event. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the noise on the EKG. The ECG connection was loose from the link electronic module. The rf head top lens cover was melted and the magnet was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4): analysis confirmed the noise on the EKG. The ECG connection was loose from the link electronic module. (B)(4): the rf head top lens cover was melted and the magnet was corroded.